Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection of the device notedva broken sear on door latch. A review of the device history record for (B)(6) was performed from date of manufacture 01/10/2020 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to sear damage of the door latch assembly

Event description:
It was reported that there was a door open error on the device. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a door open error on the device. No patient involvement was noted.